Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. D4: lot number is unknown. E1 - initial reporter phone: (B)(6). The device is available for evaluation; however, has not been received.

Event description:
The event involved a chemosafelock vial adapter. It was reported fm suspended inside a vial bottle. There was no reported patient involvement.